Event description:
Ambulance personnel were transporting a pt, condition unknown, to the hospital. An attempt was made at routine monitoring; however, allegedly the device displayed a ra lead off message and a flatline. The operator checked all cable/electrode connections and could not discern a reason for the message. The reporter stated there was no compromise to pt care as a result of the alleged malfunction.